Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2014 with the following findings: during investigation, there was moisture visible in the display. The pump failed to power in due to moisture damage. A leak test revealed a crack in the pump case. Additional testing was not able to be performed due to no power to the pump. The pump was opened and moisture damage was found on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported that the pump was very hot and there was moisture behind the display. The patient noted that she started swimming with the pump on (B)(6) 2014. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This MDR contains information from (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.